Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and further investigation via provocative testing was recommended. It was suspected the noise was due to the current rv lead bring was implanted relatively close to the abandoned lead. No intervention has been performed at this time. The patient was stable and will continue being monitored.